Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that both valve leaflets appeared intact with no evidence of damage. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement. The leaflets moved without difficulty. Both hinge mechanisms appeared intact with no evidence of damage. The orifice appeared intact with no evidence of damage. Small holes along the sewing cuff showing placement of implantation sutures. There was evidence of damages such as tears and cuts to the sewing cuff. An approximate 6mm tear was observed on the sewing cuff. The valve was rinsed under tap water; the carbon subassembly rotated in the sewing ring. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 22mm aortic mechanical valve as part of a double valve replacement procedure, it was explanted and replaced with another manufacturers mechanical valve. The reason for the replacement was reported as a central jet of moderate to severe aortic regurgitation (ar) was observed between leaflets after implant. It was stated that upon reinspection of the valve, there was no debris noted. It was stated that the valve was removed and assessed with a saline test with no leak noted and leaflet movement and coaptation observed to be good. The valve was implanted again, however, moderate to severe central aortic regurgitation (ar) was observed again on a transesophageal echocardiogram (tee). The valve was then replaced with a different manufacturers mechanical valve and a echocardiogram was performed thereafter with no aortic regurgitation (ar) observed. It was noted that the patients native aortic valve annulus was calcified. It was mentioned that the valve had been inspected prior to use with no issues noted. No additional adverse patient effects were reported.